Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture and videos provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The complaint was confirmed based on the 1 photo and 2 videos received. In the photo it could be seen that 1 of the 2 deployed bands did not constrict as normal. The 2 videos provided also confirmed that the deployed bands did not constrict as normal. 2 black bands and 1 amber band can be seen being deployed in the videos and not constricting. No other details can be determined from the photo and videos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The technician checked the set and found the deployed bands were loose. No patient contact with the device. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Only 5 of the 6 bands were remaining on the returned barrel. A photo and 2 videos were also provided with this report for evaluation. A photo of the lot number was not provided. The complaint was confirmed based on the 1 photo and 2 videos received. In the photo it could be seen that 1 of the 2 deployed bands did not constrict as normal. The 2 videos provided also confirmed that the deployed bands did not constrict as normal. 2 black bands and 1 amber band can be seen being deployed in the videos and not constricting. No other details can be determined from the photo and videos. Our laboratory evaluation of the returned product also confirmed the complaint. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that only 1 of the 5 remaining bands constricted and functioned as intended. The black bands in positions 2, 3 and 4 on the barrel did not fully constrict as expected. The amber band in position 5 also did not constrict as expected. Only the black band in position 6 on the barrel constricted as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which was found within the established tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.